Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. Photos were provided and evaluated. An evaluation of the photos provided by the user confirmed the report. The photos provided showed the trigger cord attached to the barrel with four (4) bands (three (3) black and one (1) amber) along with the irrigation adapter and the product box. The two (2) prematurely deployed bands, two-way handle and loading catheter were not pictured. An examination of the photos showed that the trigger cord was knotted in one location forming a big loop thus confirming the report. Without return of the complaint device a complete evaluation could not be performed. The subassembly device history record for the mbl string subassembly contained a nonconformance that could potentially be related to knotting in the trigger cord. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Therefore, it is unknown how or at what point the trigger cord became knotted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The evaluation of the provided photos confirmed the knot in the trigger cord. A definitive cause for the reported observation (knot in the trigger cord) could not be determined. The information provided indicated that the device was used despite observing a knot in the wrong area prior to use. The user is not advised to use the device if an abnormality is detected prior to using it. The instructions for use state: ¿visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used despite observing a knot in the wrong area prior to use, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. An issue with a banding kit [occurred]. [The user] went to use it on a patient, on wednesday of last week, and as you can see by the photos, the knot was in the wrong spot. An attempt [was made] to use it thinking it may be a new design; however, the team quickly learned this was not true when all the bands came flying off at them [premature band deployment]. There are more photos; however, someone kindly disposed of the banding kit after it had been put it aside. Additional information was received on 29-aug-2018: the nurse removed the bands from the packaging. The string was knotted but was loaded anyway, as it was. They believed it may be a new version. The string did not reach through the endoscope and the bands were deployed prematurely. Bands from a cook duette kit were used to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.